Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 197mg/dl, 127mg/dl, 167mg/dl. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events. No further information has been reported.